Manufacturer narrative:
The initial reporter information could not be provided due to (B)(6) privacy regulation. The medtronic representative reported complaint to manufacturer on behalf of the customer. There is no 510k associated to this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted by FDA on (B)(6) 2020. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this pb560 ventilator generated an exhalation valve connection alarm. The device was available for evaluation. The medtronic field service engineer (fse) evaluated the ventilator and the exhalation valve was replaced because a faulty connection alarm for the exhalation valve was confirmed. Additionally, the fse found that re-calibration of the inspiratory flow sensor became necessary in a short period of time, so the central processing unit (cpu) printed circuit board (pcb) was replaced, the upper housing was replaced due to deterioration and discoloration and the battery cover was replaced due to damage. Ventilator passed all tests and calibrations per manufacturer specifications at the time of service. One central processing unit (cpu) printed circuit board (pcb) was received for failure analysis. The ventilator failed the ¿patient pressure¿ and ¿int valve pressure¿ calibrations. The ventilator also failed when put on ventilation, generating a high priority alarm with the following error message displayed on the display screen: ¿connect valve or change pressure¿. The fault was isolated to the exhalation solenoid valve (3-way proportional solenoid valve), component reference designator v2. The cause of the observed event was determined to be faulty exhalation valve. However, investigation also found faulty central processing unit (cpu) printed circuit board assembly (pcba) which would lead to loss of ventilation (lov). The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this pb560 ventilator generated an exhalation valve connection alarm. The patient was removed from the ventilator and placed on an alternate ventilator without injury.